Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized over a year ago for diabetic ketoacidosis. It is reported that the customer refused to speak with the help line. It is reported that the customers blood glucose levels fluctuate from 40mg/dl to 200mg/dl. It is reported that the customer was having issues with the buttons on their device. No further information provided.